Manufacturer narrative:
For one event, the investigation did not identify a product problem. The cause of the event could not be determined. For two events, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous high results were generated by the cobas integra 400 plus analyzer. The events involved a total of 4 patients with the following: 3 chol2 cholesterol gen.2 results, 1 alp2 alkaline phosphatase. The provided patient's age was (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The provided patient gender was 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
From one of the remaining events, the investigation did not identify a product problem based on calibration and quality control data. The cause of the event could not be determined. For the other remaining event, the investigation determined the issue was due to poor pre-analytic handling by the customer. There was no malfunction of the device.